Event description:
It was reported that during a laparoscopic right colectomy, the device would not release from the mucosa of the colon, it had to be separated with a scalpel. The staples, in one corner of the anastomosis, "were too free," so the surgeon had to use additional sutures. There was no pt consequence.